Event description:
It was reported that during a pta treatment procedure, synergy balloon removal difficulties were encountered. The calcified, 99% stenotic lesion was located in the non-tortuous right common iliac to external iliac arteries. The physician used an ipsilateral approach through a mosquito sheath from the right femoral artery. The lesion was predilated three times at 6 atms with the synergy balloon. The physician experienced extreme resistance when he attempted to remove the balloon from the sheath after predilatation. Though, it was inflated and slowly deflated, it became caught in the sheath. Therefore, it was removed from the body as a unit with the sheath. Two-thirds of the balloon had been advanced into the sheath, so the physician re-wrapped the balloon by hand and removed it from the sheath. The sheath was then used with other balloon without further complications. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.